Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the patients right ventricular lead during a clinic visit. Electrical tests were normal but the patient reported episodes of dizziness. Ventricular sensitivity was decreased and the patient would be monitored.